Manufacturer narrative:
During process of this complaints attempts were made to obtain weight of the patient .further information was requested but not obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experience ineffective therapy for approximately four months. Diagnostics were ordered to see if the leads were in correct position. To address this issue patient may be awaiting surgical intervention at a later date .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.